Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. Patient did not report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Turned receiver on and boots up with hardware error icon and message stating "call tech support." Pictures were taken of error message. A global receiver functional test and receiver data logs download were attempted, but could not be performed due to error displayed on screen. Based on the finding of a hardware error this is being reported. The complaint was confirmed. The root cause was determined to be a defective main u8 board, post investigation.